Event description:
The consumer alleges the chair continued to tilt and recline after he turned the chair off. No injury is alleged.

Manufacturer narrative:
MFR was contacted by the dealer about a user tilting their chair. No injury is alleged. The dealers initial info indicated the user panicked as he attempted to stop the tilt mode of the chair. The user was able to power the chair off and the chair did stop tilting. The chair actuator itself has internal end of travel limits which determines the amount that the seating system is allowed to move. The suspect components were rec'd and inspected by engineering on 12/02/09. Engineering determined a potential malfunction had occurred within a component of the chair. The internal end of travel limits were verified and reported as functioning properly on the actuator rec'd. Upon review of this new info, MDR filed as MFR continues to investigate. No history to suggest a product problem incident appears to be an isolated event.